Event description:
Information was received that reported that a patient's pump and catheter were replaced. Initially, the patient called into the physician's office requesting an increase in dose due to increasing pain over the previous two months. The patient denied any falls or injuries. The patient was later seen for a scheduled refill and an underinfusion volume discrepancy was observed. The expected volume was 4.519ml and the actual aspirated volume was 19ml. The patient believed that they could have had withdrawal symptoms as well. The patient later had an explant procedure performed. During the surgery, it was observed that the catheter was kinked and twisted in the pump pocket. It was reported that the patient's pump was replaced due to the pump's age and since the catheter was already being replaced. The physician believes that the issues reported for this patient are related to this kinked catheter, but the cause of the kinking is unknown.

Manufacturer narrative:
Pending return of device for analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter revision kit, verification of all final testing performed by/on the us catheter revision kit, and packaging for subject us catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter revision kit function. Internal complaint number: (B)(4).

Manufacturer narrative:
Device was returned for additional evaluation and investigation. Two sections of catheter were returned. One section was a 5.08 cm section of flowonix catheter connected with 1.27 cm section of flowonix catheter with a barb, with no distal end. The second section was a 41.91cm of non-flowonix catheter with no distal end. Both sections were patent with air and swi. The patient's pump was also returned with the catheter. Visual inspection of the pump did not find any exterior anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issues found with the pump. Although it was reported that the catheter was observed to be kinked and twisted in the pump pocket during the surgery, this was unable to be confirmed during the investigation. Per the instructions for use of the device, catheter kinking is a known possible risk of use of the device. The cause of the alleged issue was not able to be confirmed. Internal complaint number: (B)(4).